Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any regimen of aspirin or other antiplatelet medication at the time of the index procedure. The patient received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. The native aortic valve was treated with deployment of a 25mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event summary: on the same day of index procedure, the patient developed a complete heart block. The event was treated with placement of a permanent cardiac pacemaker. The following day the patient was discharged home.